Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that the atrial lead dislodged several hours after implant. The following day, a lead repositioning was attempted; however, there was difficulty placing the lead. The lead helix required 24 turns in order for helix to fully extend. When helix did extend it was not a quick extension that is often seen when the torque finally transfers, but it was a slow extension that took several seconds to happen. After helix was extended, the lead tested normally. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.